Event description:
Related manufacturer reference number: 2017865-2022-09031. It was reported a patient presented in clinic with r-wave amplitude variation due to right ventricular (rv) lead dislodgement, confirmed by x-ray. The patient was bradycardic since the right ventricular lead was not sensing the r-waves. Upon interrogation with the merlin programmer, a device upgrade was prompted. After upgrade, the implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality due to the interrogation incompatibility. To address the rv lead dislodgement, a lead revision was scheduled on (B)(6) 2022. During the procedure, the rv lead helix could not be retracted and a stylet could not be advanced in the lead. The lead was successfully explanted and replaced during the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. Based on the review of the logs provided, it was determined that the device was unable to complete the interrogation request with the merlin programmer. The cause of the incident was due to a software anomaly observed in the merlin programmer smr2 software, resulting in an inability to interrogate the device.